Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported event. The fse confirmed the complaint by reviewing qc and patient results. The issue was reproduced by running qc. The issues were resolved by replacing the substrate syringe, substrate solenoid, and the sample syringe. The fse flushed the sample nozzle with alcohol and verified the sample nozzle positions. The wash and diluent lines were also flushed with distilled water. The instrument was validated by running quality controls. The customer will monitor patient sample results as they become available. The qc results passed and were within published ranges. No further action required by field service. The aia-900 instrument is functioning as expected. The aia-900, serial number (B)(4), was installed at the account on (B)(6) 2018. A complaint history review and service history review for similar complaints was performed from 14-sep-2018 through aware date 23apr2019. A 13-month complaint search was performed for bio-rad qc lot number 40350 for similar complaints from 23-mar-2018 through aware date 23-apr-2019. There were two other similar complaints identified during the searched period. The aia-900 operator's manual under section 10 other functions states the following: high value: the concentration is higher than the value of ref.h (the upper limit concentration of the reference range) of the analyte concerned (including the >h or the do flag in the case of the sandwich assays). Low value: the concentration is lower than the value of ref.l (the lower limit concentration of the reference range) of the analyte concerned (including the <l or the do flag in the case of the competitive assays). Note that the flag cv assumes that the assay result has been obtained. The st aia-pack testosterone, st aia-pack fsh, and aia-pack tsh 3rd-gen analyte application manuals states the following: evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, two levels of the controls should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Expected values. Each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The probable cause of the reported issue was due to a bad substrate system (substrate syringe, substrate solenoid, and the sample syringe).

Event description:
A customer reported concerns with patient and quality control (qc) results on the aia-900 instrument. In one example, the customer reported that several menopausal women had follicle stimulating hormone (fsh) values of less than 50 mlu/ml and the results should have been more than 50 mlu/ml. In another example, the customer reported that a testosterone (test) result of 17 ng/dl, which was reported out of the lab, did not match the last test result of 153 ng/dl ran a few months prior on this male patient (refer to MFR report #: 8031673-2019-00205). In another example, a thyroid stimulating hormone (tsh) patient result of 0.1 lu/ml was reported and the total triiodothyronine (tt3) was less than 0.2 ng/ml; no information was provided to tosoh as to whether this was one single patient or what was the actual result expected. The customer had not sent any samples out for confirmation at that time. The customer uses plasma patient samples and runs once per week. Qc is reconstituted, aliquoted, and frozen for up to 21 days as per the manufacturer specifications. The customer stated that the substrate, wash, diluent solutions and qc were freshly made. Technical support (ts) instructed the customer to do n=20 on free thyroxine (ft4) to check for sampling issues. Technical support also requested qc results on all 8 analytes, which are run by the customer and printouts of the tests with questionable patient results. The customer provided qc data for two days for review to technical support. The qc data showed that analytes dhea, e2, fsh, lhii, pa and vit d were within published ranges. Qc level 3 of sex hormone-binding globulin (shbg) was greater than high (>h) and qc level 3 of free triiodothyronine (ft3) was greater than high (>). The analytes being questioned by the physician test, fsh, and tsh were within range with published qc values. The precision for ft3 was 3.4% cv, which is not indicative of a sampling issue. The qc issue is high results while the patient concern is low results, which are inconsistent. The customer agreed to run mac controls for investigational purpose the following week. The customer reported that qc level 1 and level 3 were out of range low on several analytes. The customer was instructed to decontaminate the aia-900 instrument and run qc again, which showed mac qc level 1 and level 3 within published specifications. The customer was instructed to run bio-rad qc, which showed results within specifications. This was indicative of a possible qc material issue. A field service engineer (fse) was dispatched to investigate the reported event. There was no patient intervention or adverse health consequences due to the discrepant results. Technical support made additional attempts to obtain information regarding actual number of patients involved in this event and any data available, but the customer declined to provide further information.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.